Event description:
It was reported that "when the oasys system was extracted from the pt, it was found that the polyaxial screw on t1 right side was disassembled." Hardware was extracted as a result of infection. Discovery of the device problem was incidental.